Manufacturer narrative:
H10: on (B)(6) 2023, it was determined by the bench service engineer (bse) that the liquid-crystal display (lcd) panel was defective. The 1st generation panel is no longer available, so the 2nd generation lcd panel will be ordered. To install the 2nd generation lcd panel, it is also required to replace the lcd cable, user interface (ui) cable, ui printed circuit board assembly (pcba), lcd screws, and lcd tray. On (B)(6) 2023, the customer accepted the repair approval for replacement parts and further services. The investigation is ongoing. H11:updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00362. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that the monitor screen was black and not working. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the liquid-crystal display (lcd) was not working properly and the image could not be seen. The unit would power on, but nothing could be seen on the screen. The customer requested bench repair.

Manufacturer narrative:
The customer confirmed part was requested but is currently backordered. The repair for this unit cannot be conducted at this time due to the parts being on back order, these service spare parts are considered critical need and will be monitored for ordered quantity aiming to preserve stock for all customers. The material has already been requested and an order for the parts was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: on (B)(6) 2024, at the philips bench repair center, the bench service engineer (bse) installed the replacement 2nd generation liquid crystal display (lcd), 2nd generation lcd cable, user interface (ui) to lcd cable, 2nd generation ui printed circuit board assembly (pcba), lcd screws, and 2nd generation lcd tray. The bse set the local time/date on the device to the customers, cleared the event log, and set the device to factory settings. The device passed all performance verification testing (pvt) to confirm that the device was ready to be returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced liquid crystal display (lcd) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech). The pil tech verified that the backlight portion of the lcd is faulty. The lcd, when installed into the pil test device, was blank, which indicated that the backlight wasn't working. No graphics on the lcd could be seen. The pil tech verified that the touch portion of the lcd operated as intended. The pil tech concluded that the alleged display issue of the lcd being black/dark was verified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.